Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements and loss of capture (loc). As the screw in was performed several times, the threshold eventually became bad and when the device was pulled outside the patient and the tip was checked, it was found out that the tissue was trapped. Furthermore, the tissue was removed, and the screw was pulled out, found out to be slightly tilted. Infection was being experienced by the patient. Device was replaced with a new rv lead. No additional adverse patient effects were reported.